Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the reported issue was confirmed. The pump displayed "1871" on power up during investigation. The motor was found to be locked out and the root cause of the issue is unknown. The motor will be replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd legacy pump was presenting with error 1871. There was no patient present at the time of the event. There were no adverse events reported.